Event description:
It was reported that the external pulse generator (epg) is damaged. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, ring cover, and battery drawer are broken. Analysis also found the ring is bent, serial number label is damaged, battery contacts are compressed, the keyboard is scratched and worn, and the battery release is contaminated. Both bail covers, both bails, and two case screws are missing. (B)(4).